Event description:
The patient was admitted for treatment for internal derangement of the left knee. During the arthroscopy, a small piece of the edger blader of the arthroscope broke off and became lodged in the patient's knee. Efforts to retreive the broken piece were unsuscessful. The patient was discharged and readmitted a couple of days later to hinsdale hospital in hinsdale, il. The broken piece was successfully removed at that timedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, telemetry failure, known short term complication of procedure, other. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.